Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was incorrect; cause was not known. Blood glucose was 190 mg/dl. Customer corrected time.